Event description:
A surgeon reported a patient experienced corneal edema after an intraocular lens (iol) implant surgery. While unfolding the iol, the surgeon noticed an abrasion in the center. The surgeon mentioned he did not force the iol. The iol was removed and replaced by a second iol. The patient experienced the event in the immediate postoperative follow up, with slow regression. The surgeon expected the outcome to be favorable but it was not confirmed at the time of reporting. Additional information has been requested but not received. This is one of the two medical reports being filed for this event. This report is for the first iol.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown what associated products were used with the reported iol. We are unable to determined if an approved lens/cartridge combination was used. The product investigation could not identify a root cause not enough information was provided from the account for further investigation. Additional information has been requested but not received. (B)(4).